Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: broken suture tab/deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a cpx4 with suture tabs low height smooth expander. During explantation on (B)(6) 2020, the physician noted a broken suture tab causing deflation. The patient underwent removal and replacement with a non-mentor tissue expander.

Manufacturer narrative:
On aug 12 2020, it was noticed the method code (h6) in the previous report was incorrect. The field has been updated appropriately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on jun 23 2020 indicated it was the left breast tissue expander that had deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A photo of the device was returned. Photo evaluation: upon visual evaluation of the image provided in the complaint, a tear was observed at the union between shell and suture tab. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).